Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), quality control data, and visual inspection of the returned device was conducted during the investigation. One cxi support catheter was returned for investigation. Inspection of the device noted a kink at 0.8cm from proximal end. A bend is noted at 138.0cm from the proximal end. Lumen is open and an 18 inch wire guide was able to advance through the entire length of catheter. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. All sections of the support catheter are 100% inspected and verified prior to release. Based on the provided information, inspection of returned product, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A cxi support catheter was used during preparation for an unspecified procedure. It was reported that, while being prepped, the catheter was leaking just below the hub, and a kink was observed approximately 5 cm "in front of the hub." There was no patient involvement.